Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. One day after event onset, the patient was treated with an injection of reflin (250 mg in every bag, frequency, duration and route not reported) and an injection of gentamycin (80 mg, once a day, route and duration not reported). At the time of this report, it was unknown if the patient was recovered from the event. Action taken with extraneal therapy was not reported. No additional information is available.